Event description:
A patient reported that their meter kept flashing the error 5 on the display. The batteries were new and the patient was walked through reseating them. The meter was also cleaned. They could not access any other option on the meter. The issue was not resolved. The duet meter was used for glucose testing. No adverse event reported.